Manufacturer narrative:
The review of provided data highlighted that the ventricular oversensing is probably due to myopotentials and diaphragmatic contractions sensed by the bipolar ventricular lead. There are few episodes of ventricular oversensing, and few r-waves in vf zone recorded in one year. The 7 non-sustained episodes occurred around 10:30 am and 15:00 pm. The amplitude of the ventricular oversensing is low (0.4 to 0.8 mv). These episodes are most probably due to myopotentials and diaphragm contractions. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there are several non sustained episodes of noise in the memory of the device. The physician wants to know if these episodes are myopotentials or due to lead issue.